Manufacturer narrative:
Section a of the initial medwatch report indicated no patient involvement. Section a of the initial medwatch report should have been blank. Section b5 of the initial medwatch report indicated "the customer contacted stryker to report that their device shuts off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event." Section b5 of the initial medwatch report should have indicated "the customer contacted stryker to report that their device shuts off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported." Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device shuts off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device shuts off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.